Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) spoke with the customer by phone and instructed the customer to remove the bsv (blood sampling valve) knob, pull apart the 3 pads and rinse in between the pads with distilled water. The customer cleaned the bsv pads, reassembled the bsv and ran a shutdown, startup and all three levels of control to verify the repair and resolve the leak. All controls recovered within specifications. (B)(4).

Event description:
The customer reported a leak occurred when using the coulter hmx hematology analyzer with autoloader. The bsv (blood sampling valve) on the instrument was leaking. The volume of the leak was reported as a few drops and the leak was not contained. The customer was wearing gloves, goggles and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.